Event description:
Consumer states that both side of the rollator will not lock into position. Consumer states that when he presses down on the lock it unlocks immediately. Consumer states he was at a (B)(6) party yesterday and he got up using the rollator and it wasn't locked so he fell on his bottom. Consumer states he was not injured. No additional information provided.